Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer was not able to upload to carelink past fourteen percent upload. Customer had been off of insulin pump for six months prior to incident. During troubleshooting, alarm history showed that insulin pump received a signal too low alarm. Spanish anomaly alarm and an unexpected restart alarm. Customer's blood glucose was 14.0 mmol/l. Insulin pump passed self-test. Customer was able to create another account and successfully upload to carelink.